Event description:
Xray assessment was completed and it was determined that the cause of the high impedance is due to incomplete pin insertion. Device evaluation is not necessary as it will add no value to the investigation. The root cause is known. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.

Event description:
It was later reported patient had a lead revision. Same generator remains implanted and new lead impedance was ok. The cause of the high impedance is still concluded due to incomplete pin insertion. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's magnet is not working and the vns is experiencing 'lead issues'. The device was disabled for lead check and chest xray. This has been captured as high impedance as most likely event with follow up communication to confirm. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The surgeon has responded with troubleshooting steps taken but the handwriting is not legible. "Re-insert pin in vns generator. Repeat interrogation; (illegible) testing of vns generator which was normal". The reason for the lead revision was stated to be due to high impedance. The physician has responded that pin re-insertion was attempted 3 times prior to replacing the lead and impedance was still high. A test resistor was used in combination with generator diagnostics to test the generator and impedance was ok. No discontinuities were seen on the explanted lead. Product return requests were made and the facility has responded that they have no record of the patient in their system. The surgeon does not do vns surgeries anywhere besides (B)(6). The surgeon does not fill out implant warranty registration forms and does not need a livanova rep for cases. The facilities report that they have no record of the patient, is most likely a clerical error. The malfunction will stay on the generator as x-ray clearly confirm incomplete pin insertion. Follow ups will be made for tablet data to confirm if system diagnostics were performed between each pin insertion during surgery or just interrogations. No other relevant information has been received to date.